Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional multilink device is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with heavy calcification, heavy tortuosity, and 90% stenosis in the left circumflex (lcx) artery. A 2.5 x 23mm rx multi-link 8 stent delivery system (sds) was advanced; however, resistance was met due to heavy calcification and failed to cross the lesion. The sds was withdrawn and a hypotube separation was noted. Therefore, a new 2.5 x 23mm rx multi-link 8 sds was advanced; however, this sds could not cross the lesion due to heavy calcification and the hypotube was separated. The sds was simply withdrawn from the patient anatomy and a non-abbott sds was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported shaft separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.